Manufacturer narrative:
Updated data: d4 h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012631054); product type: 0195-heart valves; section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve into a patient with a bicuspid anatomy with some calcium to the right coronary cusp (rcc)/non-coronary cusp (ncc) raphe, a pre-balloon dilation was performed with an 18 mm non-medtronic balloon. The valve was 80% deployed and was determined to be too high. The valve was recaptured. As the valve was pulled back, the patient's pressures began to drop and it was believed that the valve was obstructing outflow. The valve was fully recaptured and the pressures continued to drop. The valve was deployed rapidly into a new position. Cardiopulmonary resuscitation (CPR) was initiated and the patient suffered a pulseless electrical activity (pea). A lucas machine was used to support the CPR. An echocardiogram revealed a pericardial effusion and pericardiocentesis was performed. The patient never regained an output and after attempts of resuscitation, the patient died. Per the physician, the cause is unknown however it was likely a wire perforation or an aortic injury such as an annular rupture or dissection. There was no flow of extravasation noted of fluoroscopy following the procedure.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Corrected data: h6. This patient code was inadvertently omitted from the initial medwatch report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve into a patient with a bicuspid anatomy with some calcium to the right coronary cusp (rcc)/non-coronary cusp (ncc) raphe, a pre-balloon dilation was performed with an 18 mm non-medtronic balloon. The valve was 80% deployed and was determined to be too high. The valve was recaptured. As the valve was pulled back, the patient's pressures began to drop and it was believed that the valve was obstructing outflow. The valve was fully recaptured and the pressures continued to drop. The valve was deployed rapidly into a new position. Cardiopulmonary resuscitation (CPR) was initiated and the patient suffered a pulseless electrical activity (pea). An echocardiogram revealed a pericardial effusion and pericardiocentesis was performed. The patient never regained an output and after attempts of resuscitation, the patient died. Per the physician, the cause is unknown however it was likely a wire perforation or an aortic injury such as an annular rupture or dissection. There was no flow of extravasation noted of fluoroscopy following the procedure. Additional information was received to clarify the cause of death was the pericardial effusion. The cause of the pericardial effusion is unknown.